Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient had an infection and the system was explanted. There were no contributing factors reported and the issue was noted to be resolved at the time of the report. There were no reports of device issues or allegations. The patient was alive with no injury at the time of the report. There were no further complications reported or anticipated.